Manufacturer narrative:
(B)(4). Information unavailable. Additional information: where there any issues during the initial procedure such force to fire, malformed. Staples? ---there was no unexpected resistance in closing and at firing the device. The firing trigger was grasped fully at firing. Was a leak test performed during the initial procedure? If so, was the staple line intact? ---no. However, as long as they were confirmed visually, the staples seemed to have been formed as intended. Did the surgeon oversew the staple line? ---no. How was the major leak detected? How did the patient present? ---by waste fluid of a drain. The patient has recovered and has already been discharged from the hospital. Were staples present in the leaking part of the staple line? If so, what the staple form look like? ---yes. But, the staple form was not able to be confirmed. Has the patient undergone any chemotherapy or radiation therapy? ---the information was not provided from the hospital. What was the condition of the tissue? ---the target tissue was normal. Did the patient have any other pre-existing conditions that would have impacted the surgical outcome? ---the information was not provided from the hospital. What was the indication for surgery? ---the information was not provided from the hospital. What is the current status of the patient? ---although the patient has recovered and has already been discharged from the hospital, the hospitalization was prolonged for unknown days.

Event description:
It was reported that after an open rectal amputation, major leak occurred 4 or 5 days after the procedure. The recovery was conducted by using otsc clip through the stoma endoscopically. There were 3 leaking parts around the middle of the staple line. There were no adverse consequences to the patient.